Manufacturer narrative:
(B)(4),

Event description:
The consumer reported the implantable neurostimulator (ins) suddenly stopped working. This occurred 3 months prior to the pump being implanted. Information was reviewed about wires crossing. The patient was updating information that the ins was no longer used and not working. There were no physical symptoms reported, just a change in the function of the ins. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that after the new battery was put in, they were barely able to program. Apparently there was a problem with the battery working correctly with the old wires. Out of 8 wires, they were only able to program 2. The stimulator never functioned properly after the battery was placed. After 3 months, it quit working all together. The patient stated the healthcare provider (hcp) advised against replacing the leads because of where they were placed and scar tissue issues. So about a year later, the patient had the medication pump implanted and had great success with it with outstanding pain relief.